Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14j059 was manufactured from september 24, 2014 to september 26, 2014. Device evaluation: the sample was received for evaluation. Visual inspection (via the naked eye) revealed a solid, white fragment, approximately 2.23 mm in size, floating in the fluid of the reservoir. The reported condition was verified. The particle was identified to be polyisoprene material via fourier transform infrared spectroscopy (ft-ir) scanning. Polyisoprene is the material of the duckbill valve component, and the fragment was determined to be a fragment of the duckbill valve. The cause of the fragmentation could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a half day infusor. This was found before patient use. The device had been filled with deferoxamine. There was no patient involvement. No additional information is available.